Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the affiliate that during a lap lobectomy procedure, after firing the device the second time, the surgeon couldn't fire the third time. The manual release button was used but did not release the jaw. No pt consequences were reported. Another device was used to complete the procedure.